Event description:
It was reported that during a laparoscopic procedure, the device did not fire at all and could only be opened with application of excessive force. The staff took a new instrument and the device did not fire and could not be opened. More tissue had to be resected. It is not known how procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Cartridge, wedge band bypass. The analysis showed that the device (a) was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device closed and opened properly during testing. The analysis results found that a device (b) was returned in good condition, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was 1/4 fired. The cartridge lockout was found damaged. In addition the cartridge deck and sled were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: 1st device did not fire at all due to experienced resistance, surgeon took a new one 2nd device: same issue but surgeon fired the device using excessive force. Thereby, he damaged the cecal pole. An unknown amount of additional tissue had to be cut out. Surgeon took a (B)(4) to finish the procedure successfully. Patient is fine, no adverse consequences. No further information is available.